Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat# lot. Isps1342, 7585432. .isps1342, 7598834. Isps1035, 7564657. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseous dental implants in clinical use.